Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. The fse determined the cause of the problem to be a faulty sram card. Application software for the system resides on the sram card located in the on-board solid state disk drive. A faulty sram card will cause the software to not function which will cause a no boot. Fse replaced the faulty sram card to restore system functions. Based on age of the system (last manufactured in 1994), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.